Event description:
The customer reported that both monitors are flickering. No patient injury was reported.

Manufacturer narrative:
A ge representative contacted the customer and replaced the interconnect cable. System operates as intended. (B) (4).